Event description:
Additional information was received that the patient had been seizure-free for 14 months, and started having several seizures beginning approximately (B)(6). They also complained of pain over the site of the vagus nerve stimulator in the left chest. The patient's treating physician reported that their seizures have completely abated since they replaced their vns generator. He reported that their magnet diagnostics failed on testing and he believed that there was a fault in the vns. No settings changes were made prior to surgery or after. The patient is asymptomatic and seizure-free since their generator replacement. There was no evidence of any trauma or other complications. Their explanted generator is in analysis pending completion.

Event description:
Product analysis was completed on the returned generator. During the analysis, there was no indication from the device that an end of service condition existed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.

Event description:
It was reported that a vns patient was having an increase in seizures. It was unknown when the increase began but had been occurring over the last several months. It is unknown if this increase is over their prevns baseline rate. The patient also reported that they did not feel magnet swipes. System diagnostic testing was performed on (B)(6) 2012 and results were output status ok, lead impedance ok and dcdc 2. The patient was referred for prophylactic replacement because their physician felt that since patient has had vns for 7 years it is time for it to be changed and hopefully resolve her seizure increase. The patient has not had any changes in her medications. The patient's explanted generator was returned for analysis and is pending completion. Good faith attempts are underway for further information about their seizure events. The generator was reported to be at eri yes.